Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were stuck and was slower to rewind. Customer stated that the insulin pump had hairline crack on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked keypad overlay at select button, and fading serial number label. The test infusion set or reservoir locks in place in the reservoir compartment. All buttons functioning properly. No damage in the keypad assembly noted. (B)(4).